Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was observed to be broken at the articulation. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: the cable on reported instrument was broken. The procedure was completed without any adverse events or patient injury. Customer replaced the instrument of different kind to complete the procedure.